Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and hydrosalpinx ('hydrosalpinx on the left') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain, anemia, obesity, headache, migraine, dysmenorrhoea, menorrhagia, uterine bleeding, vaginal bleeding and uterine leiomyoma. Concomitant products included doxycycline. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient underwent endometrial ablation ("novasure endometrial ablation"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and hydrosalpinx (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the salpingitis, hydrosalpinx and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, hydrosalpinx and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: both devices were in the correct location with adequate blockage of both tubes.. Pregnancy test - on (B)(6) 2020: negative. Ultrasound scan vagina - on (B)(6) 2020: a 10 cm uterus with multleiomyomata measuring up to 5 cm, unable to clearly identify ems, and hydrosalpinx on the left. Normal ovaries. Essure identified on right, not seen on left.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical record received. Event medical device removal was updated to salpingitis. Event added: endometrial ablation. Reporters information, concomitant drug, lab data and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.